Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient pacemaker and ra lead exhibited noise, oversensing, pacing inhibition, and low out of range pace impedance measurements. On (B)(6), the device was explanted and the lead was capped and replaced.